Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited a battery alarm even though the battery was switched out with a new battery multiple times. The reporter also indicated that the pump kept on alarming "low battery" and then shuts off. Subsequently, the patient switched to a back up pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one cadd-ms 3 was returned for investigation in good condition. The customer's reported product problem was verified. The investigator determined that the device gave a battery alarm because the back piece of the rear housing was broken. The rear housing was replaced as a result. The aforementioned damage was attributed to the customer.